Event description:
It was reported that the guide wire coating peeled off and removal difficulties were encountered. A 300cm angled tip v-14 control wire was advanced to cross the lesion. However, during withdrawal, the guide wire coating peeled off and it was unable to pull out through the guide catheter. Both the guide wire and the guide catheter were removed together, and the procedure was completed. No patient complications were reported and the patient's status was stable.